Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) male patient ((B)(6)) underwent a paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The patient suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was used for mapping and was then removed from the patient¿s body. Then, a transseptal puncture was performed with an abbott brk 1 xs, 98 cm transseptal needle and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During transseptal, a pericardial effusion was diagnosed by intracardiac echocardiogram (ice). Pericardiocentesis was performed to remove 350 ml of fluid from the pericardial space. The patient was reported in stable condition. Two extra days in the hospital were required for observation purposes. The patient had fully recovered from the issue. The physician¿s opinion regarding the cause of the adverse event is that it was procedure related. No bwi product malfunctions nor error messages were reported. The thermocool® smart touch® sf bi-directional navigation catheter was not inside the patient¿s body at the time of the injury, no ablation was done prior to the adverse event occurrence. The catheter irrigation was set at 2ml/min. The force visualization features used included dashboard and vector.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12/15/2020. The device evaluation was completed on 12/18/2020. It was reported that an 80-year-old, male patient (235 lbs) underwent a paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure, the thermocool® smart touch® sf bi-directional navigation catheter was used for mapping and was then removed from the patient¿s body. Then, a transseptal puncture was performed with an abbott brk 1 xs, 98 cm transseptal needle and a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During transseptal, a pericardial effusion was diagnosed by intracardiac echocardiogram (ice). Pericardiocentesis was performed to remove 350 ml of fluid from the pericardial space. The patient was reported in stable condition. Two extra days in the hospital were required for observation purposes. The patient had fully recovered from the issue. The thermocool® smart touch® sf bi-directional navigation catheter was not inside the patient¿s body at the time of the injury, no ablation was done prior to the adverse event occurrence. The device was visually inspected and it was found in good condition. The magnetic feature was tested and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. Then, electrical test was performed and the catheter failed, no electrical readings were observed on electrode # 4. A failure analysis was performed and the catheter was dissected on the shaft area, the electrical wire was found broken causing the improper electrical signal. A device history review was performed and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed. The root cause of the adverse event remains unknown since no problem was found/no problem was detected that could have caused or contributed to the adverse event. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The investigation conclusions code of ¿cause not established", investigation findings code of ¿open circuit¿ and component code of ¿electrical/lead wire¿ is related to the electrical issue observed during the evaluation of the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).